Event description:
It was reported that a revision surgery was performed on right hip due to pain, metallosis and device failure.

Manufacturer narrative:
It was reported that a revision surgery was performed on right hip due to pain, metallosis and device failure. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was also performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the legal claim noted metallosis, the revision operative report stated no significant metallosis was noted. Metal ion levels were reported, but the units of measure were not provided. The acetabular component was noted to be well-fixed but in approximately 60° of abduction and 10° of anteversion; however, no x-rays were received to determine initial implant anatomical placement. The revision operative report also noted the femoral component demonstrated to be in a position of considerable varus. Without the supporting lab/pathology results, imaging to determine initial implant positioning, and/or the analysis of the explanted components, the root cause of the reported pain, metallosis, and device failure cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.